Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported a patient got a blood stream infection (bsi) even with being diligent in cleaning and cath.

Manufacturer narrative:
Investigation summary: since no product samples, pictures, or videos were received, the reported complaint of no flow / can't prime could not be confirmed. Without the return of the used sample, a comprehensive failure investigation could not be performed, and probable cause could not be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.